Event description:
Caller reported damage to the tandem charging cable, and the charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the damaged charging supplies with a 2-day shipping service.